Manufacturer narrative:
Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained.

Event description:
It was reported that a balloon rupture occurred. A 15mm x 4.00mm wolverine coronary cutting balloon was selected for use. During insertion, upon second inflation, it was noted that the balloon ruptured at 12atm for 20 seconds. The device was removed using the normal method without any problem. The procedure was completed with a different device. There were no patient complications reported, and the patient was in good condition after the procedure.